Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump housing was damaged due to being submerged in water causing insulin delivery to stop. The customer was able to resolve the issue and resume insulin. There was no reported adverse effect to the customer's blood glucose level.